Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer stated, the issue occurred when filling the reservoir with insulin. The customer stated, they were unable to purge the air bubbles. Customer's blood glucose was 400 mg/dl. The customer stated, the air bubbles were large and small in size. It was also found the customer did not store their insulin pump at room temperature. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.